Event description:
During a new implantation procedure, the caller reported impedance readings of over 4,000 ohms on all bipolar pairs. When the implanter removed the stimulator from the pocket to ensure the lead was connected properly, the lead pulled out without the use of a screwdriver. Upon reinserting, the lead took several tries to get the stimulator screw to secure the lead. Impedance readings were still over 4,000 ohms on three pairs. Testing the lead directly produced the desired stimulation, which verified the integrity of the lead. A new implantable pulse generator was used, which produced some normal impedance readings, some pairs around 3,400 ohms, and some pairs above 4,000 ohms. The implanter was confident that the lead was fully inserted. The pt was closed up. When the pt was in recovery and her stimulator was turned on the pt felt appropriate stimulation.

Manufacturer narrative:
(B)(4).